Event description:
A patient reported having low inaccurate results with a one touch meter. Patient reportedly has a toe infection due to unknown reasons. Lifescan representative discovered that ot meter was set in the mmol/l mode. No further information has been reported.